Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the loss of image was caused by a faulty cable. The cause of the faulty cable was attributed to fluid ingress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a faulty cable. The device evaluation also found the cable part twisted, corrosion of the connector, connector part was cracked, a loose head scope mount, and head scope mount imaging water ingress had watertight failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that noise generated when touching the base of the connector or head while using hd autoclavable camera head. The issue occurred during preparation for use, and the therapeutic procedure (endoscopic sinus surgery) was completed with a similar device. There was no patient harm associated with the event.